Manufacturer narrative:
H.6. Investigation summary: this complaint is confirmed. The complaint alleges the bd max instrument had "discrepant results." Customer reported that they are witnessing discrepant results for shiga toxin while running the enteric bacterial panel assay. The customer run database was provided to bd service specialists and quality for further analysis. This analysis revealed that reader a has normalization ratios which are out of specification. A bd field service (fse) was dispatched to the customer site where they performed re-normalization of the reader on side a. Instrument performance was qualified following repair and was confirmed to be operational to bd specifications. This complaint is confirmed by service & quality. The root cause was traced to an operational failure of the reader on side a due to a drift in the normalization ratios. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed normalization ratios not in specification for the reader on side a. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Customer is reporting discrepancies while running shiga toxins assay. They received 4 false positives, but repeated runs and outcome changed for 1 patient, returned negative. The customer confirmed that the qc's are ok, and that the environment conditions are ok.

Manufacturer narrative:
G.5 PMA / 510(k)#k111860, k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Customer is reporting discrepancies while running shiga toxins assay. They received 4 false positives, but repeated runs and outcome changed for 1 patient, returned negative. The customer confirmed that the qc's are ok, and that the environment conditions are ok.